Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: (B)(6). H3: no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there were registration difficulty, the trace points were mapping to the back of the patient's head on registration model during registration. Technical services (ts) suggested adding touch points on or near anatomical landmarks. Trace points were still appearing on back of the head. Ts suggested the site crop out the back of the head from registration model if not needed for the procedure with physician approval. Site cropped registration model and was able to complete registration with trace points now appearing on registration model's face. There was no reported impact to patient outcome and a delay of less than one hour.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9735736, software version: 2.1.0. It was reported that there was insufficient information to determine whether a software anomaly contributed to the reported behavior as no logs or exams were available. Codes b01, c19 and d15 are applicable. Please also see section e for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.